Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the veterinary list number that was involved in the reported event, which is comparable to the list number listed in the "other" field. The list number has a common device name of 80frn and has a 510k of k011442. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device door roller pin was broken off. The device was returned from the veterinary ICU department to an unspecified department with a report that the device door roller pin was broken off. There were no reports of any adverse events or delays in critical therapies while the device was in clinical use. No additional information was provided.